Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the device was not returned, the phenomenon was not reproduced, and a root cause could not be identified. It was noted, however, that error code e105 refers to the error code indicated when a broken wire or short circuit is detected in the led unit. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation, therefore the device evaluation could not be completed at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that during preparation for use, the video system center presented an e105 lamp error code message. The device was only used as a light source, and the light guide cable was changed. There were no reports of patient harm associated with this event. A customer appointment with the service department technician was scheduled.